Event description:
The patient reported that their device had migrated downwards toward their armpit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694958, implantable tachy lead, implanted: (B)(6) 2007; product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).